Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 16-august-2018 with the following findings: it was confirmed that the cartridge compartment was chipped and cracked. Unrelated to the original complaint, it was found that the battery compartment was cracked from the top above the pad to the cover part and also below the bumper pad.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. It was reported that the cartridge compartment was cracked/damaged. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the cartridge compartment.